Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: more than one removal surgery performed- yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/right essure migration to uterus'), salpingitis ('bilateral fallopian tubes with mild chronic inflammation') and embedded device ('right essure uterine embedded/desires essure removal with essure device presumed embedded in right') in an adult female patient who had essure (batch no. E24123) inserted. The patient's medical history included multigravida and parity 4. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, hysteroscopy and she had undergone essure removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, salpingitis and embedded device outcome was unknown. The reporter considered device dislocation, embedded device and salpingitis to be related to essure. The reporter commented: more than one removal surgery performed? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2017: essure occlusion devices are present in the right and left fallopian tubes. Most recent follow-up information incorporated above includes: on 22-jul-2020: medical record was received. Medically confirmed case. Lot number were added. Event added from medical record- embedded device, chronic salpingitis. Medical history, lab data were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration/right essure migration to uterus'), salpingitis ('bilateral fallopian tubes with mild chronic inflammation') and embedded device ('right essure uterine embedded/desires essure removal with essure device presumed embedded in right'). In an adult female patient who had essure (batch no. E24123) inserted. The patient's medical history included: multigravida and parity 4. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, hysteroscopy. And she had undergone essure removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, salpingitis and embedded device outcome was unknown. The reporter considered device dislocation, embedded device and salpingitis to be related to essure. The reporter commented: more than one removal surgery performed: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2017, essure occlusion devices are present in the right and left fallopian tubes. Batch no: e24123, production date: 2015-08-07, expiration date: 2018-08-28. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020, quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: more than one removal surgery performed- yes. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.